Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with right calf leg pain while doing yard work. The investigator noted the event as moderate in intensity. Repeat MRI because symptoms were contralateral to surgery. MRI showed a bulging disc on the right side of l5-s1. Right s1 selective nerve root block in 10/2000. Discography at l4-l5 and l5-s1 in 11/2000. Pt scheduled for a lumbar fusion at this level in 12/2000. The event was continuing without treatment. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as recurrent disc degeneration.